Manufacturer narrative:
Visual analysis of the returned device identified crease flat, brown particles on the shell and two openings linear on the radius. Leak test and microscopic analysis was performed which identified two openings striated on the radius, one sharp opening on the posterior and non-penetrating nick on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated openings on the radius due to surgical damage consistent in the use of a surgical tool, a sharp opening on the posterior due to an unidentified (tear) opening, and non-penetrating nick.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.